Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported by the customer "medication leakage at the y injections site." No other information was provided.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A batch history review (bhr) review is not possible, as no manufacturing batch number has been provided by the complainant.

Event description:
It was reported by the customer "medication leakage at the y injections site." No other information was provided.